Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at a clinic (B)(6) on (B)(6) 2026 with inflammation that had developed at three pod infusion sites. All three pods were worn between 49 and 71 hours and all three sites were in the hip/buttocks area. With this pod, the patient also experienced hyperglycaemia, their blood glucose levels rose above 400 mg/dl. The infusion site was reported to be red, warm, swollen and have purulent discharge. The patient was prescribed topical zugsalbe (ammonium bituminosulfate) ointment and optimisept spray to be applied to the affected areas twice a day for approximately a week. The patient has now discarded the pod. Related cases: (B)(4).